Event description:
During a ptca treatment procedeure, the maverick2 monorail 15x2.0mm balloon ruptured at 12 atms on the third inflation. The pressures reached on the first two inflations are unknown. The patient was asymptomatic during this event. The lesion being treated was a calcified. 90% stenotic lesion in th emid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a launcher guide catheter and a universal guide wire to corss the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same size to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".